Event description:
The customer reported false nonreactive architect anti-hcv results for one patient when compared to the result obtained from siemens atellica platform. The following data was provided: anti-hcv results from architect for sid (B)(6): on (B)(6) 2025 result = 0.100 s/co, on (B)(6) 2025 result = 0.084 s/co, on (B)(6) 2025 result = 0.091 s/co. Results obtained from 3 different sample tubes from the patient. Reference range for architect: <1.00 s/co is nonreactive, >/= 1.00 s/co is reactive. Qc performance for (B)(6) were all in range. Siemens atellica platform result = 11.00 s/co (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 1l79 with 510k/PMA/bla number p050042.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67054be00. A review of the device history record did not identify any non-conformances or deviations associated with the complaint lot. In-house testing of a retained kit of the complaint lot was performed. All specifications were met, and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect anti-hcv reagent lot 67054be00 was identified. Update: b5 - describe event or problem: additional testing information provided by the customer on 08apr2025.

Event description:
The customer reported false nonreactive architect anti-hcv results for one patient when compared to the result obtained from siemens atellica platform. The following data was provided: anti-hcv results from architect for sid (B)(6): on (B)(6) 2025 result = 0.100 s/co, on (B)(6) 2025 result = 0.084 s/co, on (B)(6) 2025 result = 0.091 s/co. Results obtained from 3 different sample tubes from the patient. Reference range for architect: <1.00 s/co is nonreactive, >/= 1.00 s/co is reactive. Qc performance for (B)(6) were all in range. Siemens atellica platform result = 11.00 s/co (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive). On (B)(6) 2025, the customer provided additional testing on the patient sample. Hcv pcr testing was done for the sample on (B)(6) 2025. The result of hcv pcr is not detected. There was no impact to patient management reported.

Event description:
The customer reported false nonreactive architect anti-hcv results for one patient when compared to the result obtained from siemens atellica platform. The following data was provided: anti-hcv results from architect for sid (B)(6): on (B)(6) 2025 result = 0.100 s/co, on (B)(6) 2025 result = 0.084 s/co, on (B)(6) 2025 result = 0.091 s/co. Results obtained from 3 different sample tubes from the patient. Reference range for architect: <1.00 s/co is nonreactive, >/= 1.00 s/co is reactive. Qc performance for (B)(6) were all in range. Siemens atellica platform result = 11.00 s/co (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This statement has been updated for inadvertently providing the incorrect list number for the international product. It should be 6c37 and not 6c36. New statement: this report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79 with 510k/PMA/bla number p050042.